Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower aux, the drawer was not opened. The customer stated that this malfunction occurred when trying to dispense medication to patients. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1 initial reporter facility: (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower aux, the drawer was not opened. The customer stated that this malfunction occurred when trying to dispense medication to patients. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. Correction: e1. Upon investigation of the actual device used in this incident, it was determined that there was no external location or doors to store the medication, and the medication was missing. A technical support specialist instructed the customer to consult with the director of nursing (don) or pharmacy to relocate the medication to resolve the issue. The system functioned as intended after the technical support specialist assessed the device. D4 & h4: serial number, unique device identifier and manufacturer date not available.